Event description:
It was reported when an asymptomatic patient presented in clinic for follow up, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.